Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). One (1) unused sample in open packaging was sent to the manufacturer for evaluation. The sample was visually evaluated, and a yellowish septum was observed on the sample. Based on the investigation findings, the sample was not within specification; therefore, the reported defect was confirmed. The valve was sent for identification, and it matched with b. Braun lubrication oil. The yellowish septum likely originated from lubrication oil accumulation, which is applied on products to help facilitate smooth cannula withdrawal process. However, at the catheter to cannula assembly station, the septum closed around the cannula tip and wipes the oil on the cannula when the gripper pushes the catheter hub onto the cannula hub. This is most likely the process that can cause excess oil to accumulate on the septum. The oil is known to have yellow coloration as stated in its safety data sheet. However, this lubrication oil has no clinical relevance to the patient. Based on the investigation, the cause of the yellowish septum remains unidentified. Further engineering analysis will be conducted to simulate the yellowish septum and to identify the actual root cause. A review of the device history record (DHR) was performed for the reported lot number and no abnormalities or non-conformances were noted during the in process or final product inspection. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow-up will be submitted when the investigation results become available.

Event description:
As reported by user facility: brief inquiry description. Yellow in catheter hub. Detailed inquiry description. Customer sent an email detailing a small section of the catheter hub appearing to have a yellow substance, asking if this was "normal". No injury reported.